Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible the cause is due to delivery in a bend which prevented the ratchet from properly engaging with stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous superficial femoral artery (sfa) that is 70% stenosed. The vessel was prepped with a 5.0x150mm non-abbott balloon at 7 atmospheres for 5 minutes. During deployment of the 5.0x120mm supera self-expanding stent difficultly was noted as it only partially deployed and the release lock was opened, but failed. After repeated careful rotation of the catheter, the stent finally fully released. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.